Event description:
It was reported to philips that the system's host computer was unable to boot, which prevented the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned vascular procedure was completed on the same system after manually powering on the host pc. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse removed the host pc from the m-cabinet and replaced the complementary metal-oxide-semiconductor (cmos) battery. The system was restarted multiple times with the host pc continuing to boot up successfully. After the replacement of cmos battery, the host pc successfully booted up when the system was powered on and the system was returned to use in good working order. The codes were updated based on the investigation outcome.